Manufacturer narrative:
(B)(4).

Event description:
Certified diabetes educator/nurse contacted dexcom on behalf of trial patient on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced an out of range error. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of an our of range signal was confirmed. The root cause was determined to be a defective transmitter.